Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable human chorionic gonadotropin (hcg) result for one patient sample. The initial result from a plasma sample was 0.7 (0.76) miu/ml and was reported outside the laboratory. The customer stated there was very little sample in the tube. The physician called questioning the value as the patient was pregnant. A serum sample from the patient that had been drawn at the same time was tested and the result was 85778 miu/ml. The customer stated the doctor agreed with the serum tube result. The patient was not adversely affected. The hcg reagent lot number was 17111501 with an expiration date of 06/30/2014. The customer refused a service visit.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected. As the customer stated there was very little sample in the tube, a short sample was considered to be a possible cause.

Manufacturer narrative:
Additional information was received concerning the event. The initial result was 0.729 miu/ml. Upon repeat, the result was 10000 miu/ml with a data flag and 85778 miu/ml with a dilution. The patient was "scheduled for a c-section in 2 days". (B)(4).